Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the surgeon noticed that mating the epiphysis to the stem seemed more difficult than usual and tried two different combinations. He successfully impacted one epiphysis to a stem and engaged the attaching screw successfully implanting both pieces and completing the surgery. No adverse events occurred beside a 3-5 minute delay when retrieving the other implants and the surgeon manually solving the issue. Doe: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw a definitive conclusion about the reported event without the device to examine. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: oms/DHR review: product code 110008100, work order (B)(4) was manufactured on 31-jul-2021. All raw materials met specification. 9 parts were manufactured to specification. There was no scrap associated with this lot there were no non-conformances associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review: a review was completed of the global unite std stem sz 8 (product code: 110008100 lot number: 9824346) device history record (DHR) and no nonconformances were documented prior to (B)(4) and CAPA-011025.